Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that an alarm was heard and telemetry was not performed yet. The reporter stated the patient¿s pump started alarming last night and was going off every so often. The reporter further stated they were unsure how often the pump was alarming, but it was ¿at close intervals.¿ it was noted the patient was hearing two beeps. It was noted the patient¿s healthcare professional (hcp) thought the pump was working fine. The reporter stated the patient was experiencing pain so the pump must not be functioning properly. It was noted the patient had swelling. It was further noted the reporter stated the pump used to be hardly noticeable, but was now the size of an iphone. The reporter stated the patient could feel a tingling or a buzzing coming from the pump every so often. The drug in the pump was unknown. Additional information was requested, but was not available as of the date of this report.